Event description:
Patient reported one of her pumps didn't alarm that it had low volume before it ran out. Patient does not need replacement as she has two functional pumps at this time. Patient could not provide serial number at time of call as she was not at home. Issue occurred sometime last week. Product fault occurred while in use. Product injury did not cause injury. Device available for investigation. Device did not need replaced as patient has two functional devices. Infusion is life sustaining. No other info available. Reported to (B)(6) by pt/caregiver.